Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they experienced high blood glucose level. The customer¿s blood glucose level was 25 mmol/l at the time of the incident. Customer had symptoms like nausea and vomiting. Customer also reported recurring insulin flow block alarm. It was unknown whether the customer was using the auto-mode feature. The device will be returned for analysis.